Event description:
Complainant alleged that while treating a male pt during open heat surgery, the device discharged at 25 joules when 20 joules were selected. The device also discharged at 37 joules when 30 joules were selected. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval, and this complaint is still under investigation.